Event description:
It was reported that a system error (se) 2240/2367 (air in set) occurred during dwell 6 of 6 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power and the hc system error 2367 occurred. The tsr assisted the patient in ending therapy and removing the cassette. The hp was advised to contact their nurse. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The cause of the reported condition was not determined.